Event description:
It was reported that during a routine follow up visit, increased right ventricle (rv) threshold was noted. The patient also reported discomfort and low pulsations. The device was reprogrammed to adjust rv threshold levels. The lead remains in use. It was also reported that the patient was enrolled in the advance iii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.